Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens, which was performed by another ophthalmologist. Intraoperatively, the pt had zonular dialysis noted, but the crystalens was implanted regardless. Twenty eight (28) months postoperatively, the pt complained of glare and halos. Upon examination, the pupil was irregularly shaped and the lens dislocated towards the area of the zonular dialysis; one haptic was outside of the capsular bag and had adhered to the posterior surface of the iris. Intervention was performed to reopen the fibrosed capsulorhexis, reposition the iol, and correct the pupil and iris abnormalities. A capsular tension ring was also implanted.